Event description:
Healthcare professional reported rupture to right side device. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, underweight device, a fold crease, and wear abrasion. A microscopic analysis was performed which identified a crease sharp on the anterior side. Based on the device analysis, the final assessment is a crease sharp on anterior side due to fold flaw opening. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to right side device. Device explanted.